Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing and shock impedance measurements out of range. Technical services (ts) reviewed and provided troubleshooting options. It was noted that the set screw was not secured, subsequently this was fixed and the pacing impedance measurements were back to normal limits. The physician planned to monitor this patient. Ts discussed likely presence of calcification, however this was not confirmed. This lead remains in service. No adverse patient effects were reported.